Manufacturer narrative:
(B)(4). Evaluation summary: the clip delivery system was returned and investigated. The clip was not returned, so the reported mechanical issue clip open - locked and incomplete coaptation could not be tested. A review of the lot history record revealed no manufacturing nonconformities to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no lot specific product quality issue. All available information was investigated and a definitive cause for the reported clip opening while locked and single leaflet device attachment (slda) could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the clip opening while locked and single leaflet device attachment (slda). It was reported that this was a mitraclip procedure performed to treat functional mitral regurgitation with an mr grade of 4. The mitraclip delivery system was advanced to the mitral valve and grasping was performed. The final arm angle test was successful; however, during lock line removal the clip opened to approximately 30 degrees. The clip was re-closed and locked. Final arm angle was tested again and the clip remain closed, reducing the mr to 1-2. During clip deployment, when the pin was released it was noted that the clip detached from the anterior leaflet, and remained attached to the posterior leaflet (slda). The mr returned to 4. Two additional clips were implanted to stabilize the slda clip and to further reduce mr to 1-2. There were no adverse patient effects and no clinically significant delay during the procedure. No additional information was provided.